Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 576260

Manufacturer narrative:
It was reported that a ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and found that the issue is in the pressure transducer printed circuit board (pcb). The failed pressure transducer pcb was returned for further investigation. The returned pressure transducer pcb has been tested on a ventilator and it failed with pressure transducer test during pre-use check. During investigation it was noticed an open circuit in the pressure sensor on the pressure transducer pcb which is the cause of the failure. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).